Event description:
During percutaneous transluminal angioplasty to a renal artery lesion via femoral approach, the amiia balloon catheter ruptured below rated burst pressure. The vessel had severe calcification and mild tortuosity with 80% stenosis. The guidewire was inserted across the lesion via a sheath introducer without difficulty. Then the balloon catheter was advanced to the lesion and was inflated using an indeflator. However, the balloon ruptured at nominal pressure. This balloon catheter was withdrawn and another balloon catheter 4x15mm was used without incident to successfully complete the procedure. There were no adverse effects to the patient. Further information indicated that the product was prepared and clinically used as per its instructions for use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be suibmitted within 30 days upon receipt. This product (catalog log 4234015s) is distributed outside the united states; however it is similar to united states pta balloon catheters.